Manufacturer narrative:
The drill attachment was not returned to the manufacturer for evaluation, however, the broken bur was returned and is being evaluated. The cause of the bur breakage is currently unknown, however, the investigation is on-going. A follow up report will be submitted if further information is discovered during the investigation.

Event description:
It was reported that during a fusion procedure, a bur broke while in use with the drill attachment. A bur fragment fell into the surgical site, but was retrieved by the surgeon. X-rays were administered to confirm that all fragments were retrieved. The procedure was successfully completed using backup equipment. No patient or user injury was reported, and no other adverse consequences were alleged with this event.